Event description:
The physician attempted closure of the arteriotomy with the closer tsl 6 fr device. The physician inserted the device, pulled it back a little then reinserted it. The foot was unparked, and then the device was inserted just a little more. The needles were deployed with successful cuff capture and suture harvesting. After the knot was put into place there was still inadequate hemostasis so manual pressure was added to the groin site. A few minutes later it was noted that no distal pulses could be felt and the pt was taken to surgery. The surgeon found the suture had caught the back wall about three (3) inches above the original access site puncture. The stitch was removed, and several stitches placed to close the artery. Flow to the distal leg was restored and the pt has recovered without further incident.